Manufacturer narrative:
No systemic product issue was identified. Although the exact root cause is unknown, a result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Please note as workflow was not provided, sample quality could not be determined.

Manufacturer narrative:
As the investigation is still ongoing, a supplemental report will be filed upon the completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from egypt alleged discrepant results for 6 patient samples during a comparison study when using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test for use on the 6800/8800 systems. The alleged samples 1 & 2 initially generated a positive result for flu a when tested on the applied biosystems 7500 system. The same samples were retested on the cobas 6800 which yielded a negative result for all targets (flu a, flu b, sars-cov-2, pan-sarbecovirus). The alleged samples 3, 4, 5, & 6 initially generated a positive result for flu b when tested on the applied biosystems 7500 system. The same samples were retested on the cobas 6800 which yielded a negative result for all targets (flu b, flu a, sars-cov-2, pan-sarbecovirus). No harm alleged. The results were not released. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.